Event description:
It was reported that the pt experienced a change in gait, difficulty walking, a burning sensation near the catheter pathway and increased pain. The pt had a CT myelogram 2-3 months ago that confirmed an inflammatory mass. The pt stated that the medication was "not going where it needs to go." The medication being delivered via the device system was sufenta. Additional info has been requested, a follow-up report will be sent if additional info becomes available.